Manufacturer narrative:
The ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was inspected further and the service representative noticed it to be sticking in the manual mode position. The bag/vent microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit was not switching to mechanical ventilation. The case was ended, there is no report of patient injury.